Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample met specification as received. The visual inspection found no notable conditions. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. No corrective action is required, because no reported event was identified, since the product tested satisfactory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pre-check, the device had an issue with sealing. There was no patient involvement.